Event description:
It was reported that the system 9800 reported an ma error regarding charge to the xray tube. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.